Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the product gives at start; speaker error. The device was not in use on a patient.